Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
On june 17, 2021, mentor became aware that statement "it was reported that a 70-year-old female patient who underwent breast augmentation revision surgery with a right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021." Was erroneously submitted in initial report. Please refer to h11. Corrected data section for correction. Manufacturer¿s reference number: (B)(4). Correct statement is "it was reported that a 70-year-old female patient who underwent breast augmentation revision surgery with a 275cc mentor smooth round moderate plus profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021."